Event description:
It was reported that while attempting to remove the insulin cartridge, the ilet pump was dropped and the cartridge inside fractured, leaving glass pieces lodged and unable to be removed, consistent with a failure to disconnect involving the reservoir component. Customer care provided troubleshooting and coordination of replacement logistics. Investigation of this case revealed a mechanical problem identified with the reservoir/cartridge assembly consistent with a component-related failure to disconnect an obstruction. Symptoms included no clinical signs, injury, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.